Event description:
It was reported that the customer went to the emergency room due to diabetes ketoacidosis and high blood glucose over 700mg/dl. It was stated that the customer had stomach pain, nausea and was throwing up prior to his admission. Troubleshooting was performed. The time was an hour behind. The basal rates and bolus wizard were correct. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. Please see medwatch report # 3004209178-2013-93634.